Event description:
Baxter service personnel reported an intermate in which the bladder was ruptured in a footed position. This condition occurred during evaluation. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, all release criteria were met for the build of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.